Event description:
Surgeon was removing jackson-pratt drainage left in pt after surgery. Surgeon claims that jp tubing broke in two and the portion proximal to the pt slipped into the abdomen. Pt was taken to surgery to have piece of jp recovered.